Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation, however the customer provided four photos for analysis. A photo inspection revealed black particles inside the syringe packages. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4364247. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the reported issue. Conclusion: although the photos confirmed the customer's indicated failure mode, without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that there were clear visible dust particles found on a bd 5ml syringe luer-lok¿ tip with bd precisionglide¿ needle 23 g x 1". There were three incidents where this was observed. One report indicated that this caused a skin irritation and a patient received a prescription from his/her physician for a skin ointment. Additional details for this incident were not provided.